Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon stated that gore seam guard was used and the tissue was thick.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the first firing the surgeon fired the device. The staples on the patient side formed in the proper b form shape. On the last third on the first row on the remnant side the staples did not form, they were goal post shape. The surgeon observed and made a comment of the staples and then moved forward with the procedure. The device was reloaded additional times and the procedure was complete with no patient consequence. A leak test was performed and there were no leaks. The cartridge was discarded.